Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Per the stellar user guide, the stellar is not a life support ventilator. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. (B)(4).

Event description:
It was reported to resmed that a stellar 150 was in use on a patient at the time the humidifier had an air and water leak due to incorrect assembly at the o-ring. It was reported an alternative device was not available and the patient subsequently expired. The stellar 150 is not a life support device according to the indications for use.

Manufacturer narrative:
The stellar device with h4i humidifier was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned stellar device with h4i humidifier. The device was performing to specifications. Per the stellar user guide, the stellar is not a life support ventilator. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a stellar 150 was in use on a patient at the time the humidifier had an air and water leak due to incorrect assembly at the o-ring. It was reported an alternative device was not available and the patient subsequently expired. The stellar 150 is not a life support device according to the indications for use.